Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the retainer ring that holds the reservoir has come off. Customer's blood glucose was unknown at the time of the incident. Customer states that the reservoir locks in place. Customer was advised the insulin pump will be replaced and agreed to return the device for analysis.